Event description:
Patient alleges having removal of breast implants. Doctors letter of 6/21/99 states patient underwent bilateral removal and suffered from bilateral baker classification 3-4 capsular contracture. Doctor also states bilateral rupture which was contained within the capsule.